Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator. An allegation of premature battery depletion has been made. No adverse patient symptoms were reported.